Event description:
It was reported that there was high thresholds on the right atrial (ra) and right ventricular (rv) leads few days after implant. The leads were repositioned. The patient was enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 108 ventricular sic occur since (B)(6) 2012. All impedances rise to infinite on a single day, (B)(6) 2012. An out-of-tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2012. Concomitant product: product ID: 457453, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).